Event description:
It was reported while using bd vacutainer® serum, the rubber stopper remained in the tube during assembly line operation. This occurred with one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which depict a stopper stuck in its tube without a hemogard shield. The retained samples could not be tested due to decapper incompatibility with the customer's decapping machine. Instead, a visual inspection was conducted on 30 retained samples for defective or damaged product, and all 30 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the rubber stopper remained in the tube during assembly line operation. This occurred with one tube. No adverse impact was reported regarding the patient or user.